Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured.

Event description:
It was reported that an alert was received for right ventricular lead integrity via remote monitoring. A few hours later, the patient presented to the emergency department with syncope. The integrity alert was triggered for oversensing/noise and short v-v intervals. Loss of capture, oversensing causing inhibition of pacing, and low r-wave amplitude were also noted. The lead was suspected to be fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.